Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Supplier reported on behalf of the customer that they received two occlusion alarms while using a tandem cleo 90 infusion set when pumping. This report addresses the first occlusion alarm event of two. A system check determined the infusion site to be the cause of the occlusion alarms. Blood glucose levels were adversely affected, and reported to be at 394mg/dl. A bolus injection was administered to address the high blood glucose. Customer reported they would change out the site, tubing, and cartridge. No patient injury was reported. Please see related medwatch 2183502-2016-01776 for second occlusion alarm event.